Event description:
A patient developed abdominal pain, blood diarrhea, nausea and vomiting after having a colonscopy procedure. Patient was hosptialized about a week and released. Date of release is unknown.